Manufacturer narrative:
No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event; therefore, the root cause is unk at this time. (B)(4).

Event description:
A healthcare professional reported that a blunt knife was experienced during a procedure. There is no known pt harm or impact. Add'l info has been requested.